Manufacturer narrative:
The first cutter was disposed of however, the second cutter, from the same lot was available and returned for evaluation. Following is the evaluation of the returned cutter: one 25ga bi-blade vit cutter was returned in a plastic bag along with the tip protector. The original packaging was not returned. The part number and lot number cannot be verified or determined. Although the tip protector was returned, the cutter is loose in the bag and the needle is bent. The port window is in the opened position, and there is debris visible on the needle shaft and around the port window as well as dried solution in the tubing. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is binding up and does not reach the cutting edge. A bent needle could contribute to poor cutting performance. Due to the condition in which the product was returned the cause of the bent needle could not be determined. Manufacturing and sterilization records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related: cutter 2 -0001920664-2020-00157.

Manufacturer narrative:
The device has been discarded and therefore cannot be evaluated. It was reported that there was no patient impact, or injury. Additional investigation results are pending. Second cutter: (B)(4).

Event description:
The user facility reported that during a procedure the cutter was working intermittently, then stopped working altogether. The user changed to another pack, and experienced the same issue. According to the doctor, aspiration continued, but the cutting stopped when in "fixed cut" mode. The first cutter could not be viewed, or returned because it had already been disposed of. This report is on the first cutter.